Manufacturer narrative:
As there is no contact information for the reporter, no further information from the reporter regarding event, product, or patient details can be requested. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "suspected/actual rupture/deflation, correction of asymmetry, change shape/size/style". Device has been explanted.